Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown. Customer stated that the received no delivery alarm during bolus and insulin exited during fixed prime. The customer reported that the no delivery alarm was unresolved in troubleshoot. The insulin pump will not be returned for analysis.